Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts to obtain additional information have been made with no response to date. (B)(4)

Event description:
A pharmacist reported eye irritations that had occurred to one or two patients during 2015 while using the handpiece and sterilization rinse solution. The facility changed their rinse solution one year ago to immonium sterily and the cases of irritation occurred with this new rinse solution. Additional information has been requested but not received to date. This is one of three reports being filed for this facility. This report is for the events that occurred on an unspecified date.

Manufacturer narrative:
Evaluation summary. This complaint file was reviewed by a clinical analyst, the devices suspected by facility are the handpiece and the sterilization rinse solution. The rinse solution was changed one year ago. No check was performed on the sterilization process because they have a traceability system. The customer requested to the sterilization agent to rinse the handpieces abundantly with distilled water (before these cases, the handpieces were rinsed with tap water). The pharmacist ordered an ultrasound to improve the handpiece cleaning. The phaco handpiece directions for use (dfu) include the warning: do not ultrasonically clean the handpiece. Ultrasonic cleaning of this handpiece will cause irreparable damage. The facility noted they only have one system that is no longer under contract with us for servicing. A possible cause of the eye irritations are inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The dfu notes a minimum of 120cc of sterile deionized water are to be pushed or drawn through both the irrigation and aspiration paths. Tap water is not recommended for cleaning the phaco handpiece pathways. There is no evidence that the design or manufacturing of the system or phaco handpieces contributed to the reported event.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).